Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal failure. A secondary issue was also noted as capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging that her one touch ultra 2 meter did not power on. The patient mentioned that the reported issue with the meter began on (B)(6), 2010 at around 9:30am. She was unable/unwilling to verify whether she had taken any medication after the reported issue began. The following day, she experienced cold sweats and was shaky. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter does not power on by pressing the power button. The batteries did not need to be replaced and the issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that she developed symptoms suggestive of a serious injury because she was unable to test on her ultra 2 meter due to the meter not powering on.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgment occurred. The single, discreet, calcified target lesion was located in the 1st obtuse marginal (om) to the mid left anterior descending artery. As the physician advanced a taxus liberte' 2.25x8.0mm stent into the guide catheter, the stent caught on the tip of the guide and dislodged from the delivery balloon. The stent never exited the guide and was not free floating in the patient. The dislodged stent was removed from the guide and another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as "ok".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.